Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported "moderate" pain. Patient additionally reported raynaud's phenomenon. Patient later reported rupture confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "moderate pain". Patient additionally reported "raynaud's phenomenon". Patient reported later "rupture" confirmed via MRI. Healthcare professional reported later "rupture" .this record is for the right side. Device has been explanted and replaced and device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, pain and pallor was received on december 16,2025,with lot number 1419060. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pallor: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, wear abrasion and non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6